Event description:
It was reported that the device exhibited a continuous alarm that could only be stopped by removing the batteries. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
B3: event date unknown. D9: date returned to mfg unknown. One device was returned for evaluation. Visual inspection revealed the entire device slightly worn. Event history log confirmed ¿power loss while pump was on¿ and ¿key stuck¿ alarm messages. Functional testing could not replicate the reported issue. The reported issue was not confirmed as the pump was starting without a problem. Unrelated to the reported issue, the usb connector was found not working. The root cause was determined to be a user related issue. The usb port was repaired. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.